Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program, concerns a female patient of unknown age. Medical history included hypertension, and hyperlipidaemia. Concomitant medications included unknown medication for hypertension, unknown medication for hyperlipidemia, and unknown medication for treatment of kidney. The patient had previous treatment with unknown insulin from 2009 to 2012. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (humalog 75/25; cartridge) via humapen luxura and humapen ergo devices, at unknown dose and frequency, for treatment of diabetes mellitus beginning on an unknown date in 2012 following hospitalization for diabetes. On an unknown date in 2014, the patient was again hospitalized due to diabetes. No laboratory results, treatment measures or further details regarding the event or hospitalization were provided. The outcome of the event was unknown. It was noted that it was hard to press the button of the humapen luxura and humapen ergo pens. Insulin lispro protamine suspension 75%/ insulin lispro 25% was continued. The patient was the user of the suspect devices, training status was unknown. The duration of use for the luxura device was since 2012, and the duration of use for the ergo device was since 2014. The use and return status of the devices was unknown. The consumer reporter did not provide an opinion of relatedness. Update (B)(6) 2015: information was received from the consumer reporter on (B)(6) 2015 indicating they did not want to provide any information and refused to be contacted in the future. No changes made to the case and additional follow up cannot be pursued. Update (B)(6) 2015: upon review of this case on (B)(6) 2015, the case was opened to update the medwatch and (B)(4) fields for regulatory reporting.

Manufacturer narrative:
This is a downgrade report, which no longer meets the criteria for expedited reporting. No further follow up is planned. This report is associated with 1819470-2015-00006, since there is more than one device implicated. Evaluation summary: a patient reported that the injection button on her humapen luxura device was difficult to push down. The patient was hospitalized for diabetes. The device was not returned to the manufacturer for investigation (batch 1106b01, manufactured june 2011). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura devices are assessed for injection screw travel at the end of manufacturing line, thus ensuring dose accuracy. A complaint history review of the batch did not identify any atypical trends with regard to dose accuracy. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program, concerns a (B)(6) female patient of unknown age. Medical history included hypertension, and hyperlipidaemia. Concomitant medications included unknown medication for hypertension, unknown medication for hyperlipidemia, and unknown medication for treatment of kidney. The patient had previous treatment with unknown insulin from 2009 to 2012. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (humalog 75/25; cartridge) via humapen luxura burgundy and humapen ergo ii devices, at unknown dose and frequency, for treatment of diabetes mellitus beginning on an unknown date in 2012 following hospitalization for diabetes. On an unknown date in 2014, the patient was again hospitalized due to diabetes. No laboratory results, treatment measures or further details regarding the event or hospitalization were provided. The outcome of the event was unknown. It was noted that it was hard to press the button of the humapen luxura (product complaint (B)(4)/lot 1106b01) and humapen ergo ii pens. Insulin lispro protamine suspension 75%/ insulin lispro 25% was continued. The patient was the user of the suspect devices, training status was unknown. The duration of use for the luxura device was since 2012, and the duration of use for the ergo ii device was since 2014. The humapen luxura burgundy was not returned. The status of the humapen ergo ii was not provided. The consumer reporter did not provide an opinion of relatedness. Update 14jan2015: information was received from the consumer reporter on 14jan2015 indicating they did not want to provide any information and refused to be contacted in the future. No changes made to the case and additional follow up cannot be pursued. Update 28jan2015: upon review of this case on 28jan2015, the case was opened to update the medwatch and EU/ca fields for regulatory reporting. Update 10feb2015: additional information was received on 09feb2015 which included product complaint numbers (B)(4). No changes made to the case. Update 23feb2015: additional information received on 23feb2015 from the global product complaint database added the device specific safety summary and manufactured date of the device; updated the humapen luxura unknown body type to humapen luxura burgundy; added that the humapen luxura burgundy was not returned; updated the medwatch and EU/ca fields for the humapen luxura burgundy; and updated the narrative. Edit 24feb2015: following internal review, recoded suspect humapen ergo device as humapen ergo ii and updated narrative. Update 24feb2015: upon review of this case on 24feb2015, the case was opened to update the medwatch and EU/ca fields for regulatory reporting.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2015-00006, since there is more than one device implicated.